Event description:
Clinician removed the dressing and the catheter snapped by the hub. Note: FDA notified of issue on (B)(4) 2011 by customer on report number (B)(4).

Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.